Event description:
It was reported that the warmer's temperature went too high. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the device was in medium condition with wear and tear on the enclosure and the hose was badly bent. A review of the event history log was not applicable. During the functional testing the reported issue was unable to be duplicated. The root cause was unable to be determined. No repairs were performed, the device was scrapped. D4-UDI, e4, g5 were unknown.